Manufacturer narrative:
(B)(4)

Event description:
It was reported that a symptomatic patient presented in the emergency room with presyncope, respiratory issues and vt. Egm freeze captures were reviewed which showed episodes of crosstalk on the ventricular channel. Oversensing was not reproducible on the ventricular sense channel in clinic. Programming changes and induction testing were discussed. No further information is available.